Manufacturer narrative:
One sealed device was received. Investigation is not completed. (B) (4). (B) (4).

Event description:
General report received of an unspecified number of undocumented incidents of no flow. It was reported that the proximal end of the trifurcated tubing sets were connected to secondary tubing sets for delivery of unspecified antibiotics. The distal end of the tubing sets were connected to primary pump tubing sets. The primary pump tubing sets were being used to deliver unspecified volumes of normal saline. After unspecified lengths of time in use, the nurses returned to check on the pts and noted the antibiotic had not delivered. The customer contact indicated the trifurcated tubings folded over onto the pumps resulting in kinking that stopped the secondary deliveries of the antibiotics. The pumps did not sound an audible alarm for occlusions as the primary pump tubing sets delivered the normal saline when the antibiotics did not flow. It was reported that the nurses manipulated the kinked tubings to reestablish the flow and the therapies were resumed. No further medical interventions were required. There were no reported adverse pt effects, and no reported delays in therapies critical to the pts. Though requested, no add'l info was provided.